Event description:
Procedure type: prostatectomy. According to the reporter: after 20 times of pumping, the balloon burst. Removing the device could not be done smoothly as the balloon had disengaged from the cannula. Another device was used to complete the procedure. Oozing occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).